Event description:
On (B)(6) 2013, the reporter contacted lifescan germany, alleging that the subject meter read inaccurately high compared to the lab. The reporter was unable to provide the results obtained from the subject meter and laboratory. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.